Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed stuck button error. Customer stated that numbers were not ramping on their own and scroll bar was not moving with no input. The buttons stuck on insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The keypad connector was inspected and fully locked on lcd board. No ramping numbers noted on the display.